Event description:
A patient sample was tested for creatinine two times on the synchron lx20 pro clinical system and two different results were obtained: 1.96 and 1.24mg/dl. The results were reported out of the lab and questioned by the physician. Customer reran the sample on a different instrument which gave a result of 1.96mg/dl. Per customer, this is a correct result, and the result was amended. The patient was expected to be given a contrast dye media prior to the radiation procedure. Based on available information, contrast dye was (appropriately) not administered to the patient due to the high creatinine result.

Manufacturer narrative:
Per customer, qc was imprecise and low, and they replaced the reagent, recalibrated and qc was acceptable upon repeat. When testing patients samples, customer noticed that lower creatinine results were generated. The patients samples were re-analyzed on a different instrument and obtained results were different by 0.3 units or greater. A field service engineer (fse) was dispatched: during a precision run, the fse observed that stirrer motor stops during measuring. The fse replaced the stirrer motor, performed qc and precision testing. Based on follow-up call to the customer on (B)(6) 2010, they confirmed system is performing within specifications. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.